Event description:
It was reported that the patient experienced nausea and high blood pressure on (B)(6) 2015. This was also the date of the implantation surgery. The patient was started with 40 micrograms per day and complained of nausea after the surgery. The patient was currently increased to 60 micrograms per day. Effects of spasms/effectiveness of spasticity were firmly observed but nausea still present, and ¿light rolling was high¿/high blood pressure. It was further reported that spasticity effects were exhibited strongly. As the gabalon was taking effect it was reported unlikely to be high blood pressure. However, the high blood pressure might be caused by the nausea. As reported, if the patient became accustomed to the nausea, it might go away. The patient was to receive antiemetic drugs and his condition was to be monitored. The patient was not recovered as of (B)(6) 2015. The nausea and high blood pressure symptoms were reported as not related to the catheter, pump, programmer or procedure. However, whether or not there was a causal relationship it could not be determined at this point. The patient¿s daily dose was continuing. On (B)(6) 2015 considering balance of listlessness in the unaffected side, the daily dosage was adjusted to 50 mcg/day. The patient was still complaining of nausea but this symptom was getting better. On (B)(6) 2015, the effects on the treatment were well observed and the patient was to be discharged from the hospital the following week as the initial plan. There were less complaints of nausea from the patient but he still experienced nausea and therefore was taking antiemetic continuously. This event was classified as non-severe by the physician. The nausea outcome was reported as recovered on (B)(6) 2015 and the causal relationship was the drug. As the complaint of nausea had occurred just after the operation, the event might reportedly be related to the baclofen infusion treatment. The outcome of the hypertension was not reported. The gabalon daily dose was reported as continuing. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was further reported that the nausea adverse event was related to the investigational drug but not related to the catheter, pump, programmer or procedure. The nausea outcome was reported as recovering as of 2015-(B)(6). The high blood pressure adverse event was noted to be not related to the catheter, pump, programmer, or procedure. The relationship to the investigational drug was not reported. The outcome of the hypertension was reported as not recovered as of 2015-(B)(6), the plan for the patient to be discharged as scheduled after the surgery was not pertinent to the level of severity. There were complaints after the surgery, so while it was not clear, it is possible that the gabalon was involved. The daily dose of 50 micrograms of gabalon was reported as continuing. Should additional information be received a supplemental report will be filed.